Event description:
Caller states the expiration date printed on the comfort curve test strip vial is 12/31/08. Manufacturer reports the expiration date as 12/31/05. No adverse event reported. Requested return of suspect device and replacement was sent.